Manufacturer narrative:
Age or date of birth, weight, & ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date unknown/not provided. Best estimate date is between 12/8/2021-10/13/2022. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a poor outcome with an intraocular lens (iol), lost best corrected visual acuity and is considering explant surgery. Through follow up, it was learned that the patient cannot drive at night or in conditions of reduced light such as bad weather because of glare, halos, starbursts, and she cannot judge distances. Images do not have sharp edges and reading is unclear. The patients vdu computer monitor is not clear, but is improved with her distance glasses. The patient has difficulty crossing the road without glasses as she has difficulty judging distances. She experiences occasional flashes of light in her lower visual fields at night and needs to wear distance glasses all of the time when outside. The patient cannot read the writing on items on shelves in a store and needs glasses for gardening or she has to get very close. She is occasionally aware of a shadow on either side of her visual field and is constantly aware that her lower visual field appearing like looking through water. The tv picture is not clear for her and she has to use lubricant drops for discomfort 1-2 times every day. The patient was further examined for the purpose of the reported event. Her unaided distance visual acuity was 6/12 (blurred) in each eye and her unaided near vision was n6 type in each eye. On refraction (spectacle) test right eye distance visual acuity improved to 6/6 with a lens -1.99ds/+0.50dc axis 20 and left eye distance visual acuity improved to 6/6-2 with a lens -1.24ds/+0.75dc axis 180. With this distance correction her near vision was right eye n6+ and left eye n^. Pre-operative numbers: a refractive consultation was performed and her unaided distance visual acuity was right eye 6/12 and unaided near visual acuity right eye n12 and left eye n14. Her spectacle prescription was right eye +1.25ds/-0.50dc axis 100 and left eye +1.25ds/-0.50dc axis 80 giving 6/5 (good normal) corrected distance visual acuity in each eye. With a reading addition of +2.00ds near vision improved to n4+ (good normal) in each eye. She was right eye dominant. On clinical examination the patient's eyes were recorded as normal apart from lid meibomian gland disease (mgd) with tear breakup reduced to eight seconds in each eye. The patient has lost best corrected visual acuity and is considering explant surgery. After a further follow up received on 8th november, it was learned that there's no date for the explant scheduled. No further information was provided. This report is being submitted for the right eye (od). A separate repot will be submitted for the left eye of the patient.